Event description:
It was reported that a one-link needle-free IV connector did not flow on an unknown number of occasions. This occurred during a patient infusion. The reporter stated that they were unable to flush blood through the device while being used on a central line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.